Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit coming disconnected from the wall outlet was unable to be confirmed. A loss of power event that would be associated with the mpu ac power cord coming loose from the wall outlet was not captured the submitted log file. There were no notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient log files were submitted for review. The log files contained a few power cable disconnect alarms when the patient utilized battery power. The patient stated that while using the mobile power unit, the power cord disconnected from the wall outlet due while playing with children which caused the alarms. The issue was resolved the power cord was plugged in again. The mpu had a v-lock connector on the ac power cord.